Manufacturer narrative:
Service inspected the instrument, performed troubleshooting procedures and was unable to determine a single definitive cause of the falsely elevated results; however, contaminated water could not be ruled out as a possible likely cause. The issue was resolved by water system purification. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Trending review determined no trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer stated that falsely elevated architect magnesium results were generated for patient samples. The following data was provided. Sid (B)(6): on (B)(6) 2023, original result 5.27 mg/dl, repeat 1.66 mg/dl; sid (B)(6): on (B)(6) 2023, original result 7.06 mg/dl, repeat 2.11 mg/dl; sid (B)(6): on (B)(6) 2023, original result 7.82 mg/dl, repeat 3.19 mg/dl. Patient normal range: 1.6 - 2.6 mg/dl. The falsely elevated results were not reported out of the laboratory. No impact to patient management was reported.